Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp). Device data was sent to rhythmcare for review. Data review determined that the patient experienced atrial fibrillation (af) at the time of the delivered atp. Rhythmcare discussed that the atp was delivered appropriately due to the programmed parameters per the algorithm. Additional information was received that the updated device data determined this ICD exhibited p-wave oversensing. This device remains in service. No adverse patient effects were reported.